Event description:
On 05/01/2025, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak anchor broke and pulled out during insertion, with one of the metal tines that is attached to the self-punching inserter embedded in the bone of the patient. The metal tine was left in the patient, and everything else was removed. The case was completed using an additional anchor of the same product. The case was delayed for 15 minutes, with 15 minutes of anesthesia administered to the patient. No adverse effects were reported on or after the surgery. There is no revision planned to remove the metal tip from the patient. This was discovered during an mcl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.